Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused "auto transplant" in unit 57 oncology, hematology, bmt of (B)(6). The customer reported that the total volume of the product was 48mls and 7 extra mls had to added to complete the product (delivery rate unknown). In addition, the set used with the pump was "solution set 101" w/ male leur lock adapter, product code 1c8109s." It was also reported there was no patient injury.